Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was slow. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device needed repair and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Initial qa inspection of the electric dermatome on (B)(6) 2017 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but at the low end of the scale and the control bar was in the correct position. The cord was not original and it seemed as though the customer attempted to repair the device. When the device was opened up it was found that the wires were spliced together making it evident that a third party attempted to repair the device. It was also noted that the control bar had visual damage. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, and calibration shaft. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the motor operated within the lower end of specifications. The cord was not original and it seemed as though the customer attempted to repair the device. When the device was opened up it was found that the wires were spliced together making it evident that a third party had attempted to repair the device. While the cord was found to not be the original and when the device was opened up, it was found that the wires were spliced together making it evident that a third party had attempted to repair the device, it cannot be determined from the information provided if the third party repair performed was due to the reported event or if the reported event caused by the third party repair. Therefore, the root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, and calibration shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was slow. Additional information stated that the malfunction occurred during surgery as an additional graft was taken. No additional consequences have been reported as a result of this malfunction.